Event description:
Event was reported to (B)(4) by an attorney. The patient experienced infection, urinary problems, colon and pelvic and vaginal pain, constipation, and painful sex. No further information has been provided.